Event description:
A hospital was performing an open reduction interior fixation of a hip (screw and plate procedure for a fractured hip) using a midmark surgical table with orthopaedic attachment accessories. When one of the nurses began pulling traction on the pt, the post supporting the traction assembly began to lean toward the pt (rotate along the axis of the spars). The nurses had not anticipated this type of motion from the accessory. No injuries were incurred by either the pt or the healthcare workers, and the procedure was completed successfully. The accessories had been in use for several weeks at the facility, with no problems, prior to this report.